Event description:
A patient reported blood glucose results of 181 mg/dl with a lifescan meter and 148 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient stated that they have obtained a result of 150 mg/dl at the time of experiencing low blood sugar symptoms. No injury or harm alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were both done correctly. Based on the information reported, the meter malfunctioned. There is no evidence of a serious injury. A new meter is being sent to the patient.